Event description:
Procedure type: appendectomy. According to the reporter: customer reported: a piece of plastic was found in a pt 5 years post-op. The customer has provided the attached photos to product specialist. This may not relate to covidien product but this complaint is being logged as the question was asked by the customer. MFR report#: 2647580-2014-00540.